Event description:
It was reported the switch emitted smoke. Examination of the internal components of the switch revealed the circuit board had burned out, but we were unable to determine the cause. We attributed this report to an unusual product malfunction.